Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used to treat sigmoid colon during colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip would not detach from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used to treat sigmoid colon during colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip would not detach from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: evaluation conclusion code has been corrected. Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter.